Manufacturer narrative:
Product type extension product ID 7495lz51, serial# (B)(4), implanted: 2002 (B)(6), explanted: n/a; product type programmer, patient product ID 7435, serial# (B)(4), implanted: 2002 (B)(6), explanted: n/a; product type extension product ID 7495lz51, serial# (B)(4), implanted: 2002 (B)(6), explanted: n/a; product type lead product ID neu_unknown_lead, serial# (B)(4), implanted: 2002 (B)(6), explanted: n/a. (B)(4).

Event description:
The patient reported their implantable neurostimulator (ins) was removed one week after implant due to staph infection. Follow-up is being conducted to determine diagnostics performed and what was determined. Once received, a supplemental report will be submitted.